Event description:
During an in clinic follow up, an episode of inappropriate shock due to a loss of capture on the device was noted. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.